Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a transcatheter aortic valve evfxplus-26, the first valve dislodged after post-implant balloon dilation. Following angiographic control, the decision was made to suspend the tavi procedure and switch to cardiac surgery. A new valve was opened but was not implanted.

Manufacturer narrative:
Continuation of d10: product ID: balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event was added b5. A second paragraph was added d6b. Suspect medical device explant date e. Initial reporter h6. Patient and device codes were added, eval code method was changed additional codes. Annex f codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a transcatheter aortic valve evfxplus-26, the first valve dislodged after post-implant balloon dilation. Following angiographic control, the decision was made to suspend the tavi procedure and switch to cardiac surgery. A new valve was opened but was not implanted. Additional information was received to report the patient had a severely calcified aortic valve and dilated ascending aorta; however, a pre-implant balloon dilation was not performed. During implant, deployment was started at the bottom of the pigtail catheter and the valve was implanted at 4mm. The valve dislodged aortically and migrated into the ascending aorta. The post-implant balloon dilation was performed due under expansion of the valve frame which led to moderate-severe paravalvular leak. The valve was explanted and a surgical valve was implanted.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.